Event description:
It was reported that the arctic sun device did not cool down + alarm 113. Per sample evaluation results on 30sep2025, there's a damage cable on the manifold harness (no issue).

Manufacturer narrative:
Initial reporter facility name: (B)(6). The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during the evaluation. During evaluation, device performed to specifications as no issues appeared. Pm performed. There's a damage cable on the manifold harness (no issue). Manifold was replaced. Circulation and mixing pump, heater and drain valves were replaced. The device underwent and passed testing after all repairs. A risk review is not required the reported issue is unconfirmed. A labeling review is not required as the reported issue is unconfirmed. A DHR is not required as the reported issue is unconfirmed. Correction: e. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool down + alarm 113.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.